Event description:
It was reported by the vns patient's nurse, that when the vns was initially programmed on, the patient had experienced an increase in seizure activity. The nurse attributes the increase in seizures to normal delivery of vns stimulation. After approximately 11 months, the nurse had subsequently programmed the normal mode output current to 0ma. The magnet mode stimulation, however, was reported to be beneficial for the patient's seizures, and had remained programmed on for the patient to use the magnet to initiate magnet stimulation when needed. Good faith attempts to obtain additional information from the site are underway.